Event description:
It was reported that there was an issue with the pump and that a pump replacement was planned. Reporter stated that the patient was fine up to a month ago, when the "pump stopped." The reporter noted that the replacement date was unknown and was pending notification from the healthcare provider (hcp), but that it was to be replaced. It was also noted that during a recent dye study, the hcp was also unable to push contrast through the pump. The drug in the pump was dilaudid. No further event details were provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a non-serious injury/illness. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).